Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy. The patient was lost to follow-up and presented with the device at eol therefore the electrical function of the lead could not be tested. The lead was capped and replaced during normal device change-out of the device. The patient was stable and will be followed normally.